Manufacturer narrative:
The insulin pump alarmed failed battery test after inserting battery due to corroded battery tube. No blank display or display anomaly noted. Unable to verify for low battery alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to constant failed battery test alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken pump belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display though a new battery was installed the same day. Blood glucose level at the time of the incident was 150 mg/dl. The customer stated that he received a new battery cap which did not correct the issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.